Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 22:00:02. During night drain cycle four, the patient's ultrafiltration reading was 5064ml, indicating the home patient (hp) drained 5064ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause could not be determined. Should additional relevant information become available a supplemental report will be submitted.